Event description:
The stent was deployed at 7 atm's in graft. Deployment balloon was then exchanged for a post-dilatation balloon. Upon advancement, the stent was pushed distally in the graft. Another MFR's stent was then placed proximal to the grii stent. During post-dilatation of the proximal stent, the grii stent was inflated to 15 atm's to stabilize in place.